Event description:
It was reported, when discussing tissue build-up in the pump port/catheter connection that infiltrated drug flow, that this was the third issue like this in the last 3 years.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).